Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr290v vented autofeed humidification chambers leaked during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture date: 07/29/2009 for lot number 090729. Method: the two mr290v humidification chambers that were returned to fph (B)(4) were visually inspected for damage. Results: a crack was found in the dome of the mr290 chamber with lot number 090515. The crack extended in a slight curve from the left side of the baffle and halfway to the base. No fault was found with the chamber with lot number 090729. A lot check revealed no other complaints of this nature for lot number 090515. Conclusion: the mr290v damage is consistent with physical impact. All mr290 chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).